Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that a patient was being monitored with the device and suddenly the device did not show any data (as if the sensor was disconnected). The staff checked everything: connection of sensor to the patient and to the cable, cable to the device and connection of the power cable. They didn't find any connection issues. There were no alarms or messages observed. Finally, they decided to change the device and sent it to the hospital's tech services. The tech department of the hospital evaluated the device and found no issues and the device was returned to the unit. Unfortunately, the sensor was thrown away by the staff. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event. Additional information: (unique identifier #) updated to (B)(4).